Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to lead migration. As a result, surgical intervention was taken where the intraoperative system diagnostics revealed high impedances. The leads were explanted and replaced which resolved the issue. Reportedly, the patient received effective stimulation postoperatively. The patient received two leads with a same lot number.